Event description:
Customer reported having problems with suction during the procedure. As a result a pc tear occurred.

Manufacturer narrative:
Product eval: no field service was requested. Technical support was able to resolve the issue over the phone and concluded that the event was likely due to a clogged tip. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Root cause: no samples were returned for in house eval. However, the customer attributed the reported event to a clogged handpiece tip and the anatomy of the pt's eye rather than the equipment used. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. Actions taken: alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No additional action is planned at this time. (B)(4).